Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified that the screw was fractured at the thread level. The internal hex of the device was in good condition. X-ray or picture images were not provided for further evaluation. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that there was a fracture of the screw. Screw fractured at the thread level. Based on visual inspection of the returned product, the reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported a fractured screw (iunihg) inside the implant. No impact to the patient was reported.